Manufacturer narrative:
Date of event: the specific date of the event is unknown. The user report noted this event occurred in (B)(6) 2018. Device evaluated by MFR: the device identifier was not provided and the product was not returned. Based on information provided, it cannot be determined that the alleged increased undermining was related to the v.a.c.ulta¿ negative pressure wound therapy system. Kci has made multiple unsuccessful attempts to obtain additional clinical and device identification information. Per the information provided, the patient's wound had undermining prior as it was alleged that the undermining had increased. It is unknown when the undermining occurred, and if or what medial or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 09-apr-2019, the following information was reported to kci via user report # (B)(4): in (B)(6) 2018, the v.a.c.ulta¿ negative pressure wound therapy system was reportedly alarming with a v.a.c. Veraflo¿ instillation therapy error message observed on the screen. The v.a.c. Veraflo cleanse choice¿ dressing appeared to have suction but the v.a.c. Veraflo¿ instillation therapy was allegedly not instilling saline into the patient's wound. The v.a.c.ulta¿ negative pressure wound therapy system was turned off, restarted, and the veraflo¿ instillation therapy error message reportedly occurred again. The v.a.c.ulta¿ negative pressure wound therapy system and the v.a.c. Veralink¿ cassette were switched out, and a new v.a.c. Veraflo cleanse choice¿ dressing was applied. The wound assessment noted an alleged increase in undermining along the wound perimeter from 12-6 o'clock. The device history was reviewed, and it was noted there was allegedly no history recorded for approximately forty-six hours. No additional clinical information was provided. The v.a.c.ulta¿ negative pressure wound therapy system serial number was not provided, therefore a device evaluation was not performed.